Event description:
The pt reported having two MRI which showed white spots on their brain which were not concluded to be plaque from ms. The pt stated "the hcp thinks they are cysts". Follow up with the hcp revealed that, "the pt had an MRI which showed a possible ruptured spinal dermoid tumor or fat embolization related to the baclofen pump". The hcp states, "the pt is not experiencing any signs or symptoms, is stable, and there has been no change in the pt's condition." The drug used in the pump is lioresal 500 mcg/ml.